Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately five years later, non-occlusive thrombus in the left external iliac, common femoral, femoral, and popliteal veins was noted. CT revealed sub segmental pulmonary emboli in the right middle lobe and right lower lobe. Further, inferior vena cava was noted with thrombus extending from the superior aspect of the filter and small right pleural effusion. Approximately five days later, venogram showed large volume of thrombus in the left lower extremity extending into the ivc to the patient¿s filter and a small amount of clot extending just above the tip of the filter. It was suspected that initially, the filter got occluded due to left lower extremity dvt and there was now back thrombosis into the right leg. Therefore, the investigation is confirmed for occlusion of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no attempts to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately five years later, non-occlusive thrombus in the left external iliac, common femoral, femoral, and popliteal veins was noted. CT revealed sub segmental pulmonary emboli in the right middle lobe and right lower lobe. Further, inferior vena cava was noted with thrombus extending from the superior aspect of the filter and small right pleural effusion. Approximately five days later, venogram showed large volume of thrombus in the left lower extremity extending into the ivc to the patient¿s filter and a small amount of clot extending just above the tip of the filter. It was suspected that initially, the filter got occluded due to left lower extremity dvt and there was now back thrombosis into the right leg. Therefore, the investigation is confirmed for occlusion of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no attempts to retrieve the filter. The current status of the patient is unknown.